Event description:
It was reported the patient last time she used and charged the scs system was in (B)(6) 2010. The ipg is unable to communicate with the external devices. The ipg is depleted. Surgical intervention has been planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.